Manufacturer narrative:
Additional information: examination of the returned device revealed the following: the received device had dislodged from the delivery system inside the gore dry seal sheath; the device displayed catheter damage directly after the catheter strain relief, and from 89.5 to 90.5 cm from the catheter hub assembly; an attempt was made to pass a 12 french dilator down the introducer sheath; the dilator became stuck soon after entering the device and could not be advanced any further. The root cause for the dilator kinks, damage, and the inability to pass a dilator down the sheath could not be determined.

Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be completed as no lot number information was provided. The investigation is ongoing.

Event description:
The following was reported to gore: the patient presented for common iliac artery aneurysm repair. The gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was being advanced up and over through a aaa device (previously implanted in 2014) with the help of a dfs 12x45 sheath. The device was advanced to the 180° point and the doctor felt resistance. The doctor reported the vbx catheter shaft appeared to accordion. The doctor elected to remove the device at that point. During removal the stent separated from the balloon and delivery catheter, remaining in the sheath. The sheath was removed with the stent inside. Another vbx was successfully advanced and implanted.

Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.